Manufacturer narrative:
Per facility, the complainant parts will not be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: manufacturing location: (B)(4) - manufacturing date: october 6, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a distal radius hardware removal procedure with irrigation and debridement was performed on (B)(6) 2015 due to infection. No new hardware was implanted during the procedure. No allegations were made against the hardware. The procedure was successfully completed with no surgical delay. This report is 1 of 3 for (B)(4).